Event description:
It was reported that there was a crack on the left and right side of the insulin pump's screen. The customer also observed a crack at the battery compartment and above the screen as well. The customer's daughter stated that the blood glucose reading was 468 mg/dl, which was treated with 6 units of insulin. The customer stated that she changed the battery and the insulin pump would not turn on, which was when she noticed the cracks. She was advised that a replacement insulin pump would be sent. The customer was then called back to address another issue, since she noted that she was unable to install the battery cap back onto the insulin pump. The customer stated that the blood glucose reading was 255 mg/dl on the second call, after the daughter had reported the blood glucose reading of 468 mg/dl and treatment. She declined troubleshoot for high and low blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.